Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl. The customer¿s blood glucose value was something 60 mg/dl and 181 mg/dl. Sensor glucose was 70 mg/dl. The customer did not provide information about symptoms and treatment. Customer reported green led light on charger. Green led light was flashing. The insulin pump will not be returned for analysis.